Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 4.6 mmol/l. The caller stated that she had called several times regarding the same issues. She stated that she was sent different types of infusion sets and was waiting for the nurse to show her how to perform the insertion. She adamantly declined troubleshooting for the issue. Nothing further reported.